Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post procedure, the suture did not effectively absorb yielding the suture spitting suture to the surface.